Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device replacement, externalization was observed. No electrical anomalies were detected. The decision was made to leave the lead in. Based on the review of the (x-ray/fluoro/cine) views provided to st. Jude medical, the conductors appear to be externalized. The patient was stable.